Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was returned to olympus for evaluation and the reported issue was not confirmed. The balloon function was working. The function was checked with olympus balloon #maj-233 using olympus valve# maj-1444. The bending section cover glue had cracks. The ultrasound image had multiple broken elements. Switch one (1) button was cut. The angle wire was stretched on the control knob and had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the balloon was not inflating on the ultrasonic gastrovideoscope. No patient harm reported. During the evaluation of the device, it was noted the pink cover on the probe unit was cut. This report is to capture the reportable malfunction of the cut pink cover on the probe unit noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 27-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.